Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, there was difficulty pushing the lead through the introducer. Insulation damage was possibly caused by the amount of force required to introduce the lead given the patient¿s anatomy. The lead was removed and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.